Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was not getting an adequate pain relief due to cervical lead migration which was confirmed via x-ray. The patient underwent a revision procedure wherein the paddle lead was replaced and repositioned. The patient was doing well post-operatively. The explanted paddle lead was discarded by the medical facility.